Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose was unknown. The customer stated that there was recurring air bubbles. The customer stated that the approximate size of the were 1-2 mm in the reservoir. The high pressure test was performed and there was no lick found. It was stated that air bubbles were successfully removed and customer was complaining that the air bubbles returned after 12-16 hours again. The reservoir will not be returned for analysis.